Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. The collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the collar is separated and appears to have been kinked prior to separating.

Event description:
Reportable based on device analysis completed on 13jan2021. It was reported that device was kinked. The severely stenosed target lesion was located in the distal right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection section of the device was kinked and was then withdrawn immediately. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed collar separation.